Event description:
It was reported that the blue clamp of an unspecified quantity of clearlink system continu-flo solution sets appeared to be incorrectly assembled. The blue clamp is ¿flipped and it could not be inserted into the pump in a manner where the tubing lies in a straight pathway.¿ the process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: one (1) actual device and two photographs of samples were provided for evaluation. Visual inspection was performed which showed the slide clamp was assembled incorrectly. The reported condition was verified. The cause of the condition was related to incorrect assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.